Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's mother reported that following the hospitalization the pump exhibited a blank display screen.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged display screen consistent with the pt's report, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.